Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38mm x 4.00mm stent delivery system was returned for analysis. The device was returned with no stent attached. A review of the manufacturing stent profile data was performed and the max stent outer diameter and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Device was returned without tip attached. Examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a shaft polymer extrusion cut approximately 135cm distally from distal end of strain relief. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10-feb-2021. It was reported that crossing difficulties were encountered. The 80-90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 38 x 4.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. The proceure was completed with another of same device. There were no patient complications and the patient's status was stable. However, returned device analysis revealed shaft break.